Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited oversensing and right atrial lead exhibited intermittent undersensing. No intervention was performed. The patient would continue to be monitored remotely with normal follow up.